Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 485 mg/dl. Another glucose value reported by customer was 450 mg/dl. Customer did not reported symptoms related to high blood glucose. Auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.